Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06522. It was reported the patient experienced ineffective stimulation from his scs system due to one of his leads migrating. As it is unknown which scs lead migrated, all possible lots are being reported.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06522. Additional information received identified the patient's infection has reportedly resolved.

Manufacturer narrative:
Manufacturer¿s evaluation: product testing will not be performed as the cause of the reported complaint cannot be determined through such means.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06522. Additional information received identified the patient was hospitalized on (B)(6) 2016 due to the lead migration and subsequent stimulation in the wrong location. Furthermore, the patient's lead incision site was opening up and drainage was present. The patient was confirmed to have an infection at his scs lead site. As a result, the patient's entire scs system was explanted on (B)(6) 2016.